Event description:
USA- it was reported that a surgeon didn't listen to size that patient wanted and this size causing physical pain. The explant surgery was performed on (B)(6) 2025. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Pain is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "most women undergoing augmentation or reconstruction with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists". Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Device involved is pending to be returned for evaluation.

Manufacturer narrative:
1. Overview the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was classified as unsatisfactory results. The reported case was not confirmed. Customer states that "this patient did not have a ¿circumstance¿ or ¿failure of product¿. 3. Device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 4. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.